Manufacturer narrative:
Section h10: (h3) there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Explants were received. Reason for the revision was not reported. No other information available.